Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. Recently, this device was surgically explanted and replaced to resolve the event. No additional adverse patient effects were reported.

Manufacturer narrative:
After further investigation, it was revealed that this event is a duplicate of emdr 2124215-2025-34631. Any new information regarding this event will be provided in emdr 2124215-2025-34631. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. A surgical replacement procedure will be scheduled to resolve the event, and no adverse patient effects were reported. This device remains implanted and in-service.